Event description:
The customer alleged they received a questionable intact human chorionic gonadotropin + the ss-subunit (hcgb) result for one patient on their e601 analyzer. The patient's initial hcgb result was 54.20 miu/ml and it was reported outside the laboratory. The patient then went to the hospital to confirm whether she was pregnant, but the clinician told her she was not positive for hcgb. On (B)(6) 2014, the customer decided to repeat the sample. The results were 0.100 iu/l accompanied by a data flag and 0.100 miu/ml accompanied by a data flag. The customer also provided an hcgb result from "serotheque", clarification of this sample was not provided. The result was 0.100 miu/ml accompanied by a data flag. The patient was not adversely affected by this event. The hcgb reagent lot number was 180039. The expiration date was requested but not provided. The field service representative went on site. He checked the analyzer and it was clean. There were no problems found. A root cause could not be determined with the information provided. Additional information was requested but not provided. The quality control was within specifications. Based on the available data, a general analyzer or reagent issue was unlikely, but could not be excluded. It was noted the customer was not following the tube manufacturer's centrifugation recommendations.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).